Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump potentially was leaking. The patient¿s a1c level was 11 with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings: during investigation, no evidence of moisture was observed in the pump. No leaks were found during leak testing. The pump was opened and no evidence of internal moisture damage found. There were no defects found during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.